Event description:
See also manufacturer report 3004209178200805719. It was reported that starting two days prior the pt had a loss of therapeutic effect with no stimulation sensation and infection. It is unk what type of infection. She was unsure whether the device was on or off during this time. It was stated that the last time this happened the pt also had an infection. The pt was redirected to her physician. Further info is being requested at this time.